Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer.

Event description:
It was reported the patient programmer was communicating but was displaying the wrong information. It was noted the patient programmer was showing the incorrect position the patient was in. It was reported the patient turned off their patient programmer, re-synched, and it flashed several times (6x) and then displayed the correct information. It was reported when the adaptive stimulation is activated the programmer is not ¿picking up¿ the current body position. It was confirmed the patient was waiting 3 minutes in the position and it was still not switching over. It was noted the manufacturer representative stated the patient position is ¿exactly where they should be¿, so it should not be effecting the cone that is programmed. It was reported when the patient was standing up the patient programmer was showing the patient was laying front. It was noted the patient needed a new programmer. It was unknown when the problem began. It was noted the patient is able to use the manual modes just fine and has been using the manual mode in the past. It was noted the patient has been working with their manufacturer representative for the past month to try and resolve the issue. Additional information received reported the patient is being weaned off their oral narcotics and are confused and having difficulty understanding their instructions for using their adaptive stimulation. It was noted that the patient was reprogrammed several weeks prior to report and was able to use their patient programmer better. It was noted that whenever the patient lays down, ¿it¿ would track up to 4.0v. It was reported that group a was adaptive stimulation and group b was non-adaptive stimulation. It was reported when the patient was lying down, the patient programmer displayed the proper position and amplitude, however when they stood up, it continued to display the laying down position. It was reported the caller was unknown of the time delay on the adaptive stimulation programming. It was reported that one night prior to report, the patient was lying on their side and reset the amplitude to 3.6v and within two minutes the amplitude jumped to 4.0v. It was noted both of the patient¿s programs were set a 4.0v.

Manufacturer narrative:
Supplemental submitted for updating of conclusion codes and for additional information.

Event description:
Additional information received reported no malfunctions were seen. It was reported the manufacturer representative met with the patient on (B)(6) 2014 and the same information was covered as previously reported. It was noted the rate was adjusted for more constant tingle sensation. It was reported the patient was getting good coverage and is happy with their therapy.